Manufacturer narrative:
The pump was received with a critical pump error due to a corrupted serial flash memory. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to the critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay and a faded serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's mother reported that the insulin pump alarmed critical error during the bolus procedure. The insulin pump is not able to deliver insulin. The blood glucose reading was 14 mmol/l. It was stated that the mother was not able to clear the alarm. The customer was not aware of any significant events prior to the alarm. The customer was advised to discontinue use of the insulin pump and revert to their back-up plan. The customer was advised to monitor their blood glucose readings and place the insulin pump in storage mode.